Event description:
During coil embolization of an internal carotid artery aneurysm, a dcs syringe 2 (635-002/96331202) was unable to disconnect from the galaxy orbit (lot/catalog unknown) delivery system after removing the device from the patient. Initially, the physician was able to connect the orbit galaxy (lot unknown) to the syringe and successfully detach the coil without experiencing any difficulty; however, after the device was safely removed, the physician was unable to disconnect the coil delivery system due to the severe ¿stiffness¿. The procedure was successfully completed without any further issues and there were no patient injury/complications reported. The syringe was new and had been stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information could be provided.

Manufacturer narrative:
(B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 2 devices associated with this MDR with associated manufacture device numbers: 1058196-2014-00185 and 1226348-2014-30042.

Manufacturer narrative:
Complaint conclusion: during coil embolization of an internal carotid artery aneurysm, a dcs syringe 2 (635-002/96331202) was unable to disconnect from the galaxy orbit (lot/catalog unknown) delivery system after removing the device from the patient. Initially, the physician was able to connect the orbit galaxy (lot unknown) to the syringe and successfully detach the coil without experiencing any difficulty; however, after the device was safely removed, the physician was unable to disconnect the coil delivery system due to the severe ¿stiffness¿. The procedure was successfully completed without any further issues and there were no patient injury/complications reported. The syringe was new and had been stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information could be provided. The syringe was not returned for analysis. A DHR review was performed to lot 96331202. All items were found to be in proper order with no complaint-related issues noted during the production of this lot. The inability to detach the syringe from the coil delivery system could not be confirmed without product return. The root cause of the event and factors that may have contributed to the event cannot be determined based on the information available. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 devices associated with this MDR with associated manufacture device numbers: 1058196-2014-00185 and 1226348-2014-30042.